Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was not running effective cardiac resynchronization therapy. This was noted to be due to left ventricular (lv) capture management aborting due to possible high lv thresholds. The lv lead polarity was changed and the lead remains in use. No patient complications have been reported as a result of this event.